Event description:
No osseointegration, smoker, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility.